Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review under (B)(4) found no deviations or anomilies.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient had an arthroscopy with lateral release, medical meniscectomy, excision bone spur/osteophyte patella, excision, medial and lateral plica, and chondroplasty, medical femoral condyle, right knee to address bone spur/osteophyte patella, status post patellofemoral arthroplasty, tear of medial meniscus, chondrosis, medial femoral condyle, and medial and lateral plica, right knee. The indications for surgery included increasing pain. Preoperative radiographs were noted to show that the patient had an osteophyte that appeared to be overhanging at the lateral border of his patella. The patient also had slightly tight at the lateral side and the retinacular release may be needed. The patella was noted to reveal no wear and tear. During the procedure the observed a small tear at the medial meniscus that was catching on a grade iii chondral lesion. The patient had normal position of his patellofemoral arthroplasty. The osteophyte was removed. No components were revised at this time. Doi: (B)(6) 2014; doe: (B)(6) 2017; right knee.